Event description:
Caller reported ongoing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer addressed the issue by changing the infusion set and cartridge, resuming insulin, and requested follow-up assistance due to frequent recurring occlusion problems. The customer reverted to multiple dose injections due to continuation of occlusions.